Event description:
It was reported that the pulse generator exhibited premature battery depletion and could not be interrogated. The device was explanted and replaced. No patient symptoms were reported.